Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: based on the device evaluation results, it is likely that, because the cable was damaged, no video communication could be transmitted to the processor and no image was displayed. The cable damage may be due to user handling.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty cable.

Event description:
A user facility reported to olympus that the device failed to produce an image. There was no patient injury or harm, associated with the problem, reported to olympus.